Event description:
A customer contacted baxter's global technical service center regarding fluid underneath the cassette door while performing therapy on the homechoice (hc) machine during use, patient not connected. The caregiver (cg) stated there was fluid on the table where the machine sits and the hc was at "check patient line." The technical service representative (tsr) had the home patient (hp) cycle the power to get back to the beginning of the setup and then at load the set the hp took the cassette out and it was fine. The cg stated the fluid came out of the top of the patient line. The tsr had the cg go back through the setup. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint is for a report of an overprime - leak out of patient line. The complaint was not confirmed due to a lack of sample and no root cause has been identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was not performed since no sample was available.